Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was found dislodged and coiled in the pulse generator implant pocket. The dislodgement occurred due to twiddler's syndrome. The lead was explanted and replaced successfully. The patient was asymptomatic and remained in stable condition.